Event description:
A pump declared an altitude alarm, prompting the customer to suspend insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to remove obstructions from the speaker holes, clean them, and reconnect the pump's cartridge. These corrective actions led to the successful resumption of normal pump operation, and the issue did not recur. Additionally, tips were provided to prevent future altitude alarms.